Event description:
It was reported that during an unrelated surgical procedure on (B)(6) 2025, patients leads were cut. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein one of the leads was explanted. Surgical intervention may be undertaken to remove remaining portion of other lead.

Manufacturer narrative:
Correction b5- patient did not undergo surgical procedure where the lead was cut or when the first lead was removed, as the removal on (B)(6) 2025 of the lead on that was left implanted is the first report of surgical intervention. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patients' leads were cut, when leads were pulled only one lead was removed and the other remained implanted. As a result, surgical intervention may be undertaken to remove remain portion of lead. Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein remaining portion of lead was explanted to address the issue.